Event description:
It was reported that the shunt was not working properly.

Manufacturer narrative:
The valve was patent and passes siphon and reflux testing. The valve was within specifications for pressure-flow testing at pressure level 1.5 at a flow rate of 5.5 ml/hr @0 cm hp. The valve was not within specifications for all other pressure flow, and preimplantion testing. The valve did not pass leak testing, due to three large tears on the top of the delta chamber. A review of the mfg records was not possible, as no lot number was provided. All of our products are 100% tested at the time of manufacture.